Event description:
It was reported that the battery voltage was suppressed during interrogation. Review of performance data found that the battery voltage had been averaging 2.92 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (4) 2010 the battery voltage with telemetry was 2.23v and the daily measurement was 2.93v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.